Manufacturer narrative:
Concomitant medical devices: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type :lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported via the manufacturer representative that she was feeling a burning and stabbing pain behind the battery pocket and spine and where the leads are placed all the time. The patient stated that the discomfort got worse after recharging and that it started occurring a couple of months ago. An impedance check was done and it was within normal range. The issue was not resolved at the time of the report. The indications for use were failed back surgery syndrome and spinal pain. If additional information is received a follow-up report will be sent.